Manufacturer narrative:
Analysis was performed by philips remote service engineer (rse) which included interviewing the customer who reported all sectors went blue and lost telemetry monitoring around 5am on the central station hosts fxwc3surv01 and fxwc4surv01. The system is currently functioning properly but customer requested root cause analysis (rca). The site is on philips remote service (prs) but the remote desk protocol (rdp) credentials do not work. It could not be confirmed if the network was philips supplied network or a customer supplied network. The rse dispatched the case to a philip field service engineer (fse) for rca; however, the customer reported to philips service was no longer required. The case will be completed or cancelled as applicable. Based on the information available in the case, the cause of the reported problem was not confirmed since philips could not evaluate the unit onsite and the case was cancelled per customer. The alleged malfunction was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that telemetry devices lost the connections data around 5am. The device was in use on a patient at the time of the event, there was no adverse event reported.